Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established as the event was not reproduced, nor confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image not proper was not confirmed. In addition, the image was flickering due to a faulty cable unit. The pins on the printed circuit board were rusted, corroded, and deformed. The screws on the printed circuit board were corroded and bent. The screws in scope case were broken and stuck. The round connector was rusted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of a customer, an inspection found, the image would not display properly with the videoscope cable 150. The event occurred during reprocessing. There was no report of patient harm associated with this event.